Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged but would not boot due to a firmware issue. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing and manual "try it" testing could not be performed due to the firmware issue. The receiver case was opened for an interior inspection, and passed. Speaker resistance was measured and passed. The reported event of no audio output could not be determined. A probable cause could not be determined.